Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a dexcom g7 continuous glucose monitor failed to pair with the ilet after approximately one hour, although the dexcom app displayed glucose values, indicating the cgm sensor and transmitter were functioning; customer support guided the user to toggle bluetooth, restart, and re-enter the pairing code, and then completed the device onboarding process. Symptoms included no adverse clinical effects and no reported changes in blood glucose. Outcomes included no interruption to therapy and no need for medical intervention. Investigation included technical support troubleshooting and user education. Investigation of this case revealed that the cgm pairing issue was attributable to communication or setup factors external to the sensor¿s measurement function. It was concluded that the event was a device communication issue without patient harm and that user-guided troubleshooting restored expected operation.